Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits.

Manufacturer narrative:
Consumer reported that a few months ago she experienced burning when she tried the product for the first time and visited a hospital. The burning occurred in one eye only but the consumer cannot recall which eye. There was no report of medical treatment associated with the experience. Consumer will not provide doctor¿s information or additional information on her event but later reported that the product burned her eye. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Consumer reported she has recovered. The product was returned and the evaluation is currently in progress.

Event description:
Consumer reported that a few months ago she experienced burning when she tried the product for the first time and visited a hospital. The burning occurred in one eye only but the consumer cannot recall which eye. Consumer did not report medical treatment associated with the experience as she does not remember if she was treated. Consumer will not provide doctor's information or additional information on her event but later reported that the product burned her eye. Her eye has since recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.